Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a ¿left side deflation,¿ and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the left side. The device has been explanted and discarded.